Event description:
It was reported to boston scientific corporation that the procedure was a transvaginal mesh for stress urinary incontinence procedure. The initial procedure was completed with this device with no patient complications and the patient's condition immediately post procedure was reported to be "okay." The patient age was reported to be over 18. The implanting physician reported that the patient's stitches did not hold and that the mesh was exposed rather than eroded. The patient did not report any leg swelling to the physician and was not prescribed any medication for swelling. It was reported that the device was removed from the patient in (B)(6) 2011. The physician does not plan on providing further medical intervention and the patient's care has been transferred to another physician. The patient was reported to be obese.

Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a procedure on (B)(6), 2011. According to the complainant, immediately post procedure, the patient felt unwell. The patient experienced erosion, groin pain, leg swelling, bladder and bowel problems, dizzy spells, constant pain, and worse leakage. The date of onset for each is unknown. It was reported that part of the device was removed at an unknown date. Attempts to obtain additional information have been unsuccessful.